Event description:
The customer reported the device has a partly white screen. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A philips field service engineer evaluated the device and confirmed the failure. A faulty display assembly was found to be the cause of the failure. The display assembly was replaced to resolve the failure. The device passed all performance assurance tests and was returned to the customer.